Event description:
Olympus was informed that during a therapeutic procedure for detection of sentinel lymph nodes, an incorrect device was provided in the instrument kit (a telescope "ultra", 10 mm, 0° (wa4kl100, sn# (B)(4)) was in the box of the wair100a kit (telescope "ir", 10 mm, 0°)) with the effect that the intended infrared fluorescence examination could not be performed. Instead, a more invasive procedure with a double curage left and right was performed. However, the patient is reportedly well.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Correction: h6 - health effect - clinical code; h6 - medical device problem code. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation since it was reported to be working correctly. The reported incident can be attributed to human error since the demo kit was packed incorrectly and thus unsuitable for the intended procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the telescope without showing any abnormalities. The case will be closed on olympus side with no further actions and the reported event/incident will be recorded for trending and surveillance purposes.